Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation; it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm / 3.5mm distal medial, variable angle humeral and lateral plate and a total of thirteen (13) unknown screws were implanted using a parallel plating technique on (B)(6) 2014 to repair a left distal humerus fracture. Reportedly approximately eleven (11) screws were affixed through the plates, a cannulated screw affixed in the olecranon and one (1) unknown screw implanted using a lag screw technique. On an unknown date, the patient began to experience discomfort and the medial plate and an unknown number of screws were subsequently explanted on (B)(6) 2016; the lateral plate was left intact and not explanted. The patient status was reported as stable at the outcome of surgery. There was no additional medical intervention required or surgical delays reported. This complaint is related to (B)(4). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Initially reported as (B)(6) 2016; should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.